Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, it was determined that heat build-up from a damaged fiber optic cable was a probable cause of the reported event. The device was not returned to the user facility, as it is not a repairable device.

Event description:
It was reported that during testing conducted at the manufacturer facility, the fiber optic cable plug was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the fiber optic cable plug was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.